Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a total joint replacement procedure, the blade broke at the mount. It was also reported that there was a slight delay to retrieve the broken blade. It was further reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the blade came into contact with metal while cutting and/or also under the application of a bending moment while in use which could have caused the break. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The associated devices IFU's state that the device and associated handpieces are "intended for use in the cutting, drilling, decorticating, and smoothing of bone and other bone related tissue in a variety of surgical procedures." The quality investigation is complete.

Event description:
It was reported that during a total joint replacement procedure, the blade broke at the mount. It was also reported that there was a slight delay to retrieve the broken blade. It was further reported that there were no adverse consequences and the procedure was completed successfully.